Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels in the 40s (mg/dl) since the beginning of their pregnancy 30 weeks ago. Reportedly, customer stated that the low bg levels were due to working a night-shift schedule and customer did not believed that they were related to pump or pump supplies. Customer consumed carbohydrates to treat their bg levels, and indicated that they are working closely with their health care provider for their diabetes management.